Manufacturer narrative:
Conclusion statement: user error contributed to event.

Event description:
Pt had difficulty getting out of bed. X-rays showed insert had popped out. Revision surgery has not been performed.